Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was kinked prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire for evaluation. The guide wire was observed to have two kinks towards the distal end of the body. The coil wire was also damaged/frayed in the area of the kinks. The distal j-bend was slightly deformed but intact. Although the customer stated that the defect was identified "prior to use (pre-testing)," significant evidence of use was observed on the returned sample. Dried blood was observed on the distal end of the guide wire in the area of the damage. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 380 and 399 mm from the proximal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The undamaged portion of the guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The undamaged portion passed through both components with minimal re sistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the kit packaging and guide wire manufacturing process and no relevant issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report of a kinked guide wire was confirmed through examination of the returned sample. The guide wire was kinked in two locations towards the distal end and damage/fraying was observed on the coil wire. Although the customer stated in the complaint description report that the defect was identified "prior to use (pre-testing)," significant evidence of use was observed on the returned sample. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing or packaging related issues. A root cause could not be determined due to the discrepancy between the customer report (defect prior to use) and the returned sample (used guide wire). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) was kinked prior to patient use.